Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, microscopic and functional analysis were performed on the device. The sheath, telescope and imaging window were observed kinked. A detailed microscopic examination of the guidewire exit port was partially torn, but the distal section of the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Initial reporter city:(B)(6). Initial reporter fax: (B)(6).

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was unable to cross the lesion. Upon removal, the wire became looped before retracting into the guiding catheter. Since it could not be pulled out, it was removed with the system. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was unable to cross the lesion. Upon removal, the wire became looped before retracting into the guiding catheter. Since it could not be pulled out, it was removed with the system. The procedure was completed with another of the same device. No patient complications were reported.